Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging max limits reached". There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2019 with the following findings: during investigation the battery compartment cracked at left side of grip . Due to crack cap can not tight fully. The complaint regarding pump reached max limits was reported to occur on (B)(4) 2016 . The pump was in use until (B)(4) 2018 there fore all pump history for the time of the complaint has been overwritten. The pump passed all required testing..history shows no evidence of max limit issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.